Event description:
The patient underwent a vt ablation procedure on (B)(6) 2026 using the medtronic affera system. Device therapies were deactivated prior to the start of the procedure. Several radiofrequency applications were delivered, triggering episodes of ventricular fibrillation that terminated spontaneously. One pulsed field application was delivered in the right ventricle. Following this, stimulation was no longer effective in this pacing-dependent patient. On (B)(6) 2026, during interrogation, the following error code appeared high energy consumption. The device was replaced.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.